Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer was treated with IV fluid and insulin drip in the hospital. The customer had symptoms such as vomiting, weak and trouble breathing. The doctor was going to kept her back on manual injection. The insulin pump will not be returned for analysis.